Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button noted.